Event description:
Recieved mentor saline implants in 2002. Prior to then was in perfect health. Approximately july 2002 started developing the following symptoms: hari loss, muscle weakness, muscle pain, muscle stiffness, mysterious water retention, vitiligo, disabling fatigue, chronic yeast infections, severe environmental and food allergies, etc. Called my plastic surgeon in approximately september or october 2002 and asked if these symptoms could be related to the implants, he emphatically stated no. Due to the worsening of my symptoms and no logical reasoning for my sudden health decline, I decided to have the implants removed in 2005. The muscle problems went away immediately, but I am still plagued wth hair loss and vitiligo. The implants were sent to a pathologist to analyze. He stated in his report that the implants had faulty valves that did not close. The open valves caused slow seepage of infective fluid to disperse throughout my breast tissue. The fluid is infected with microbiological organisms and the capsule shows significant adverse effects from this.